Manufacturer narrative:
The insulin pump was received with no down button response due to flattened down button dome switch. No moisture damage inside the device was found. No display anomaly noted during battery installation. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the down arrow button on the insulin pump responds intermittently. Blood glucose value was 442 mg/dl. The customer stated that the device was submerged in water. During troubleshooting, the customer stated the act button was not unresponsive during a bolus and easy bolus. The customer replaced the battery but the down arrow button still had an intermittent response. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.